Manufacturer narrative:
Additional information received indicates the patient underwent a craniotomy tumor dissection, and suffered no adverse consequences. Additionally, they further advised that there is no update on the patient's condition post procedure. However, they have no reason to expect that the patient would have experienced an adverse event due to this product complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the suction on the cusa clarity was low intra-operatively. The nursing team discovered that the contamination guard was incorrectly connected to the patient port on the canister instead of the suction port. A small amount of blood appeared in the contamination guard, the contamination guard was changed, and the suction tubes were then connected to the appropriate ports on the canister. Surgeon reported that the suction was still low after these changes. There was a delay for five minutes with no patient injury reported.

Event description:
N/a

Manufacturer narrative:
C7000 cusa clarity console was not returned for evaluation. The device was manufactured in (2018). Review of service history confirmed no services completed for this device. Corrective action was unable to be implemented as the device was not returned for evaluation. Based on the customer reported failure ¿suction was low intra-operatively, the contamination guard was incorrectly connected to patient port on canister instead of suction port, and that a small amount of blood appeared in the contamination guard", it is possible low suction was due to particulate matter or moisture entering the vacuum pump. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.